Event description:
Correction: duplicate of pr# (B)(4).

Manufacturer narrative:
Correction: following the submission of the initial MDR, it was determined that this is a duplicate of pr# (B)(4). This complaint and the associated MDR will be void.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
At 7:25 am, on (B)(6) 2025, while venting an indwelling needle, a nurse discovered leakage in the middle of the tubing. The defective needle was placed in the medical waste disposal container, and a new, undamaged indwelling needle was used instead.